Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The patient has been followed by ultrasound alone and the last ultrasound showed sac expansion. It was reported that a recent angiogram showed there is a type 1b endoleak. The physician stated it appears that the iliac continued to dilate which caused the endoleak. The left hypogastric artery was embolized and an endurant 16x10x93 was implanted. The endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.